Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed power flush on the integrated multi-sensor technology (imt) module. The cse ran dilution check, calibrated imt and ran quality control. The cse also ran comparison tests using patient sample between the two instruments. The results did not match. Upon the siemens regional support center specialist's instructions, the cse replaced the vlyte chip, performed power flush, and ran dilution check on the alternate dimension vista instrument (s/n: (B)(4)). The dilution check resulted in correction factor activation, after which imt was recalibrated. The cse ran quality controls and patient samples on both instruments, which were acceptable. The cause of the discordant, falsely elevated na results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting lower and matching with the patients' history and physicians' expectations. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na results.

Manufacturer narrative:
The initial MDR 2517506-2018-00071 was filed on 06-feb-2018. Additional information (28-feb-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that quality controls and correlation samples were elevated on the day of event occurrence, which indicated a problem with the integrated multi-sensor technology (imt) dilution. After the siemens customer service engineer performed dilution check and applied new factors, quality controls and correlation results were within acceptable range. The hsc specialist concluded that the issue occurred due to requirement of maintenance.